Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the wheel locks are sliding away from the rear wheels on a weekly basis due to wearing down.